Event description:
It was reported that the patient experienced discomfort with the implanted system. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.